Event description:
It was reported that the external equipment for the implantable cardioverter-defibrillator (ICD) was no longer to pick up a signal after receiving heartrate. The patient would be monitored closely.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of interference between heartmate 3 left ventricular assist device (lvad), serial number (B)(6), and the external equipment used to interrogate the patient's implantable cardioverter-defibrillator (ICD) device could not be confirmed through this evaluation. The patient remains ongoing on heartmate 3 lvad, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 "introduction", section 5 "surgical procedures", and section 6 "patient care and management", warn the user: the heartmate iii pump may cause interference with implantable cardiac defibrillators (icds). If electromagnetic interference occurs it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead." Sections 5 and 6 additionally warns the user: if a patient receives a heartmate iii and has a previously implanted device that is found to be susceptible to electromagnetic interference which could affect programming, the manufacturer recommends replacing the ICD or implantable pacemaker (ipm) device with one that is not prone to programming interference. Section b "safety testing and classification" states: the heartmate iii left ventricular assist system has been tested and found to comply with the limits for medical devices to the iec 60601-1-2:2007 medical electrical equipment¿part 1-2: general requirements for basic safety and essential performance¿collateral standard: electromagnetic compatibility. These limits are designed to provide reasonable protection against harmful interference in a typical medical installation. The heartmate iii left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by one or more of the following measures: reorient or relocate the equipment. Increase the separation between the equipment. Connect the equipment into an outlet on a circuit different from that to which the other device(s) are connected. Consult the manufacturer for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was doing well, and a signal could be received when the patient lifts their arm.